Manufacturer narrative:
Event date is unknown.

Event description:
It was reported that the patient's ipg was not communicating. Patient reported having a knee replacement surgery, and that they put the ipg into surgery mode. Troubleshooting steps were taken without success. As a result, surgical intervention may occur at a later date to address the issue.

Event description:
It was reported that the ipg was explanted and replaced on feb 9, 2021. The patient has effective therapy post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.